Manufacturer narrative:
The technician found the pivot slides; extrusions and the support arms on both sides of the head section were detached. He replaced the pivot slides, extrusions and reattached the support arms to repair the bed.

Event description:
Information received indicates the head of the bed cannot be raised.